Event description:
Catheter in place for 10 days. During removal, the catheter fractured and several centimeters of catheter were left in the vein. The embolized fragment required surgical removal. The patient was discharged the following day.